Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an alert triggered for low impedance on the right ventricular (rv) tip-coil. The patient will have to come in for a programmer session to reset the alert every time it triggers for a low rv tip-coil measurement. The lead remains in use. No patient complications have been reported as a result of this event.